Event description:
Severe chamber collapse (total of several times), causing infection with maceration and possible corneal damage. Tested tips outside and there was no problem. Retried and again chamber collapse (severe). Turned off machine and restarted problem, no longer occurred. Instrument was used for 6 cases prior to this one without difficulty.